Event description:
The implant surgeon, reported the following event: the gamma nail broke. It was implanted in 2006, and broke spontaneously five months later. The surgeon reported that there was a shortening of the right femur and a functional disability. He had to remove the nail and had to reconstruct the femur by implanting a total hip prosthesis.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.